Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that she was unable to find the tampon string during removal, so she was unable to remove the tampon. The consumer sought medical assistance for removal of the tampon. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful.